Manufacturer narrative:
Fluid red in color contained in a tube and the actual device were returned to the manufacturing facility for evaluation. Visual inspection of the actual device revealed no anomalies which would relate to a gas leak or insufficient gas transfer performance. Fluid red in color was found to have leaked out into the gas port side and gas out port side. The returned red fluid was inspected under magnification and found no presence of blood cell components. A partial volume of the red fluid was transferred into a centrifuge tube and was centrifuged at 3000 rpm for 15 minutes and revealed no deposit. A partial volume of the red fluid was determined by a blood cell counter and hemoglobin was detected. There was no detection of blood cell components. The actual sample was tested for its gas transfer performance and was found to meet manufacturer specifications. Leakage testing revealed no leaking of the device. The involved perfusion record was reviewed. The pump was started at 12:18 and the circuit was changed out at 20:26. There was no event noted around 20:00 which could have been a trigger to cause insufficient gas transfer or a plasma leak. Review of the graph of the pressure drop (subtraction of the pressure at the out-port of the oxygenator module from the pressure at the in-port of the oxygenator) did not find any increase in the pressure drop/plugging which could have led to a plasma leak. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. The evaluation results verified that the actual sample had no anomalies which could have contributed to the reported issue. Based on the available information, a definitive cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) do not use this product for a period in excess of six hours. (2) excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device. Follow up communication with the user facility confirmed the following information: the gas transfer performance deteriorated during the procedure; it was reported the circulation time exceeded 6 hours; the actual device was changed out to a new oxygenator; later, when the customer checked the actual device, plasma-like fluid was "found leaking out into the gas out port side"; the amount of blood loss is unknown; it was reported the procedure was completed successfully; and the patient was not harmed.